Manufacturer narrative:
Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient called the vad coordinator to report falling asleep in a chair and upon waking up several hours later, was in a cold swear and also had neck pain. The lvad external batteries were depleted. The patient then exchanged the batteries with a fresh set and began to feel better. A log file submitted to the manufacturer's technical service representative for analysis indicated the external batteries were depleted and the system controller¿s 11 volt lithium-ion backup battery (ebb) activated. The ebb continued to power the system until it was completely depleted and the system controller lost all external power. After an unknown time period, the system controller was connected to a viable power source after which the clock reset and the pump resumed normal operation. Based on the log file data, it could not be determined how long the pump was stopped. Subsequent events recorded in the submitted log file indicated that pump function resumed as expected with power.

Manufacturer narrative:
Manufacturers investigation results: evaluation of the log file data provided by the account confirmed a pump stop event and controller clock reset. The submitted log file began at the default manufacturing timestamp of (B)(6) 2001 at 01:00:00, indicating a complete loss of power to the system controller. This total loss of power event was not captured in the log file. The internal time clock was not reset following this event, resulting in active yellow wrench/controller clock not set advisory alarms, which persisted throughout the entirety of the log file. The recorded data appeared to show normal pump operation at a fixed speed of 9400rpm until a complete loss of power to the system controller was recorded. The recorded total loss of power event was preceded by low battery advisory/hazard and no external power alarms. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the emergency backup battery. Following the pump stoppage and restoration of power to the system via charged external 14v lithium-ion batteries, the pump returned to the fixed speed without issue. No other atypical events were noted in the remainder of the log file and the pump parameters appeared to remain at their respective baseline values. On (B)(6) "201", the patient reported that the they fell asleep in their chair and woke up several hours later in a cold sweat with neck pain. The patient checked their lvad batteries and noticed they were dead. The patient connected to a fresh set of batteries and began to feel better. The patient remains ongoing on (B)(4) and no further events have been reported at this time. No additional information was provided. The heartmate ii lvas IFU and patient handbook outline all system controller alarms, as well as how to respond to such. The documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module. No further information was provided. The manufacturer is closing the file on this event.